Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- x-ten. As stated by customer, the screw of spring arm cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. There is no information if during the event occurrence the device was or was not being used for patient treatment. The most likely root cause is an incorrect tightening of covers side screws during maintenance. The fall of the plastic cap could be a direct result of a loosened screw and a lack of verification during annual maintenance. As there is no information provided who performs preventive maintenance and we have no information if it ever was performed, we can assume that the most likely root cause is lack of maintenance, however it cannot be fully confirmed. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that this is the 4th complaint of this nature on this device type (discontinued) we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(4) 2019 maquet (B)(4) became aware of an issue with one of surgical lights- x-ten. As stated by customer, the screw of spring arm cover was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might be a source of contamination.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).